Manufacturer narrative:
The customer's weight was reported as (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 7.4 inr, 3.2 inr and 3.4 inr within a 20 minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent.